Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e224 (camera head communication error code) showing on image and failed leak test between cos ring and rear cover. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Error e224 (camera head communication error code) showing on image due to faulty cable. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had backwards/ upside down image. The issue was found during set up of device. There were no reports of patient involvement.